Event description:
The recent download from a (B) (6) female patient revealed several 'abnormal shutdown' flags. Support contacted patient and received an automated voice that stated the "memory is full". The patient contacted lifecor customer support on 06/19/2009. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. The reported problem was not confirmed. The abnormal shutdowns could not be duplicated. However, during testing, the monitor failed during the first pulse of the treatment sequence. The cause of this was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. The unit will be made a demonstration unit. No adverse events resulted from the u3 failure. The patient received a replacement monitor.